Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. It was reported the cannula was possibly not inserted correctly, bent into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7 please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported she sought medical attention at emergency room (ER) on 27may2025, due to high blood glucose (bg) reaching over 400 mg/dl. She experienced symptoms of sickness and vomiting. She received intravenous (IV) fluids and insulin during her less-than-one-day hospital visit. The patient reported being unsure if the cannula was properly seated and bent. She disposed of the pod and cannot access the controller to provide lot numbers or user logs. The pod was worn between 4 and 24 hours on the infusion site.